Event description:
Nine days after cypher stents were implanted the pt showed a decrease in blood pressure and was in a state of shock. Coronary angiography was conducted and thrombus was observed in all implanted stents (proximal-left anterior descending mid-left anterior descending and first diagonal branch). Thrombus was also present in an express stent (2.75 x 20mm) that was implanted previously in the obtuse marginal branch. To treat the thrombus, aspiration and balloon angioplasty were conducted. An intra aortic balloon pump was also inserted at this time. This pt expired eleven days later due to circulatory failure.